Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 450cc and experienced capsular contracture baker grade iii on the left breast implant. The patient experienced bilateral chest pain with rippling, heart palpitations, dizziness, hair loss, severe stomach pain, numbness in both arms and fingers, migraines, joint pain. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of implantation was reported incorrectly. The actual correct date of implantation was (B)(6) 2015. In addition, it was omitted to report in the initial report that the patient experienced paresthesia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/19/2020, a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).